Event description:
It was reported that a user paired a new dexcom g7 sensor that displayed glucose readings in the dexcom app but not on the ilet, with no sensor alerts on either device; support assisted by toggling the dexcom g6/g7 setting and re-entering the sensor code to enable pairing to the ilet, and advised allowing time for reconnection, consistent with an intermittent communication failure associated with the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication or compatibility issue limited to pairing between the ilet and the dexcom g7, with no indicated malfunction of the sensor or the ilet hardware beyond connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration error or an intermittent communication issue during pairing.